Event description:
It was reported the patient experienced a shocking/jolting sensation. The patient had turned off the device for the past two months due to the sensation. The patient stated there was no known accident or incident related to the issue. The patient did not want to the device programmed - just removed as he was having other spinal issues and needed an MRI. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.